Event description:
It was reported that a device was used during a rectal carcinoma procedure. The device was very difficult to remove after firing. Once removed it was noted that the device had incompletely cut the anastomosis. Another device was used to complete the case. There were no consequences to the patient.